Event description:
It was reported that the pump button was not working properly. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed various troubleshooting steps, including tapping the button, placing the pump on a charging pad, and pressing the button to trigger a button alarm. The button issue persisted. Customer reverted to an alternate method of insulin delivery.